Event description:
It was reported that the patient's ipg was explant and replaced on (B)(6) 2019.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg is inoperable and the patient has lost therapy. Connection was attempted and a "generator has reached end of service" message displayed. As a result, surgical intervention may take place.